Manufacturer narrative:
B5-additional information: reportedly the doctor repositioned the lens again on 06-oct-2021. "Patient is ok now." Av is 0.8. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race- unk. Date of event- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +3.0/+4.0/120 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to lens rotation which did not resolve the problem. The reporter states the lens rotated 10 degrees, after one week the lens was repositioned vertically according to the implantation diagram. Reportedly, the lens rotated 10 degrees again.